Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy s24 ultra (android 14) with mmt-1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504 version e. The attached log files and app analytics contain information indicating that pairing attempts failed due to the authentication_failure when waiting for the pump to get ready for sake. Also, many pairing attempts failed, because the bonding was lost exactly 30 seconds after joining the device for pairing. This is typical if the customer has not approved the pairing in the system os pop-ups (usually required to approve twice) within the system timeout (30 seconds). Issue status: confirmed. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: * disable cross-device service in the phone 1.â¿on your android device, open settings. 2.â¿tap settings -> google -> all services -> cross device services 3.â¿make sure the use of cross-device services is off or disabled 4.â¿follow the instructions in the minimed mobile app to establish a pairing between the pump and phone note: once pairing is completed, cross-device services can be re-enabled. However, if the connection is lost again, you will need to disable the cross-device function to re-pair. * remove all other pairings on the phone with other bluetooth devices. * stop any apps from running in the background that could interrupt the ble connection attempt to pair with another device. * if all other steps have not worked, we kindly ask that you try using a different phone, only if one is availableâeither android or ios, with a preference for ios if possible until we find a solution. We apologize for any inconvenience this may cause and greatly appreciate your patience and understanding as we work to resolve this issue. Pump replacement has been suggested by the dev due to patient has tried both android and ios ,still he was facing the same issue on two mobile assuming that might the pump issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication issue between pump and mobile application. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed and was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.